Event description:
It was reported the patient revised their neurostimulator last year. The neurostimulator was swapped because it was flipped in the pocket which made charging difficult. The patient did not want to have to deal with charging anymore, so they swapped their rechargeable for a non-rechargeable neurostimulator. Later after the revision surgery, it was reported the patient had a red light on their remote. The red light turned the stimulation off, so their symptoms came back. Their impedances were checked and they had low and high impedances. The patient stated they had no falls, procedures, nor scans since the initial implant and battery swap. They were reprogrammed using only the electrode that is within range. Emergency tech support was called, and they advised of other reprogramming options if needed. The patient will continue to be programmed around the impedances unless they exhaust those options and will discuss possible revision. Additionally, the patient is doing okay. The red light on their remote control returned, which means the remaining electrode is no longer working. The patient is planning on how to move forward, whether to leave the device in their body or discuss another resolution with their physician. Additionally, the patient does plan to have a lead revision and wants the lead moved to other side. There was no patient complications reported.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006.